Event description:
It was reported that the patient presented in clinic for an follow up. Upon interrogation, it was noted that the rights ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition. The rv lead was explanted and replaced. The patient was stable throughout the procedure.